Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus service operation repair center (sorc), there was the possibility that the reported phenomenon was attributed to the aging deterioraton of the fan and igniter due to repeatedly use for a long-term use. There was the possibility that the aging deterioraton of the fan might cause the insufficiently ventilation might occur and the temperature inside the subject device might increase, consequently temperature switch of the subject device might activate and the error e101 might occur.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing a clv temperature err error e101 appeared on the monitor. Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that the igniter of the device was deteriorated. Other detailed information was not provided. There was no report of patient injury associated with the event.